Event description:
It was reported that during a gastric bypass procedure, the device would not open. The device was removed from the tissue without clinical consequence. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that one device was returned with the anvil in the closed position, with the shrouds open and with a cartridge loaded on the device. The cartridge was received void of staples. The device was open by depressing the release button and using reverse force on the closing trigger. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shroud became damaged; it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment, in addition, a sample of the batch is inspected at (B)(4).the manufacturing records were reviewed and no anomalies were found during the manufacturing process.